Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue with the device's link switch could be reproduced during the device evaluation when the pump was unable to recognize an open door. Evaluation determined that the cause was failed upper and lower link switches. The device was determined to not meet all product specifications related to the reported event. The link switch was verified. The upper and lower auxiliary assemblies were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified issue with the ink switch during preventative maintenance testing in the biomedical service department . There was no patient involvement associated with this event. No additional information is available.